Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent syncope with convulsions. It was noted the lead "circuit was abnormal". The lead was explanted and replaced. No further patient complications have been reported as a result of this event.